Event description:
(B)(6) healthcare in (B)(6) mo has started rolling out the baxter novum infusion pumps. At the first hospital for go live ((B)(6) 2024) it was noted consistently that the administration sets were being loaded without the tubing being held in by the retainer clip. This resulted in several cases where it was noted the medication being provided (propofol and vasopressors) were not having the intended clinical effect. Partial occlusion and under infusion expected to be the culprit. Notably the device(s) ifus have the following warning: when loading the administration set, make sure the tubing is held by the retainer clip. Not using the retainer clip may result in a partial occlusion that may not be detected by the novum iq large volume pump. Partial occlusions in the line may impact infusion accuracy and result in serious injury or death. It was noted that the training by the vendor and local training for go-live did not emphasize this hazard. This has been edited. Currently the go-lives at other hospitals are halted while enhanced training is completed. Baxter has been an active participant in review and investigation; they have noted that canadian users have also had this same struggle. Audits of nursing practices at the initial hospital show initial practice deficits in >80% of infusions. Intense training has resulted in compliance rates that are improved but the concern remains that the clip could be dislodge or partial occlusions may be occurring (resulting in incorrect administration of critical medications) without detection. Another possibility is once detected the infusion set is changed and the titrated rate may be too high resulting in harm.